Event description:
Eligard 45 mg - ndc 00024-0605-45 lot #3865 product comes in 2 syringes that must be constituted before use. The syringe that contains the active drug in powder form, is crystalizing. We have had 3 reports in 2 days of the problem. Dose or amount: 45 mg. Route: sq.